Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined (B)(4).

Event description:
During a follow-up, increased threshold and decreased sensing of the right ventricular lead was noted. An attempt was made to replace the old lead but the new lead could not be placed due to the condition of the patient's veins. The reported lead remained implanted and the device was reprogrammed with left stimulation only to resolve the event. The patient was not pacemaker dependent and is in stable condition. No anomalies were noted with the reported lead.